Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. The initial implant of the device occurred in (B)(6). Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There has been one other event for the lot referenced. It refers to the same patient. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: hmrs rot hinge fem bushing; 64831250; lax8361, hmrs rot hinge axle; 64831350; ctd325, kmax+ rot kn med tib sleeve; 64823350; lbi591. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
At a recent follow up on (B)(6) 2013 the patient admitted progressive tricompartmental right knee pain and evidence of significant patella arthritis/wear. The physician is considering it of medical necessity to revise the patient using the proposed hinge total knee insert, bushings, axle and bearing component.

Manufacturer narrative:
Additional information: weight, weight units. An event regarding pain involving a hmrs insert was reported. The event was not confirmed. Method & results: device evaluation: could not be performed as the device was not returned. It remains implanted. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: the records document a segmental femoral resection for malignant bone tumour, osteosarcome, in 2003. Since then multiple revisions have been performed, not really specified but exchanges of axle/bushings were at least several times performed. The cause of these revisions is not clear from the records. There are no obvious issues evident from the devices implanted other than the evident fracture section . Also the records provide no clues why these problems did occur. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined based on the information provided. Further information such as product return, pre- and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
At a recent follow up on (B)(6) 2013 the patient admitted progressive tricompartmental right knee pain and evidence of significant patella arthritis/wear. The physician is considering it of medical necessity to revise the patient using the proposed hinge total knee insert, bushings, axle and bearing component.